Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement vertek arm ii shipped to site (B)(4) 2014. Medtronic investigation of returned suspect vertek arm finds that, as returned, the handle of the vertek arm had been forced open too far locking it up. Was able to break loose the handle returning the vertek arm to normal function. Otherwise, the vertek arm is well worn with many nicks and scratches. Physical damage - misuse - directly caused event.

Event description:
A site representative reported that, while in a navigation system articulating arm that would not lock properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.